Event description:
The 9900 system failed to boot-up twice before the case. There was no adverse patient involvement reported. Procedure performed with another system.

Manufacturer narrative:
A ge representative performed an on site investigation. The malfunction was verified. The software was reloaded and calibration performed. The system was tested and found to be working as intended and placed back into service.